Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: during the attempt to position the unspecified sized xience v rx, reportedly the second stent delivery system, a local vasospasm accompanied the reported bradycardia and hypotension; these effects occurred during introduction of the unspecified xience stent delivery system, the second system, and not the 3.0x28 xience, as previously reported. The 3.0x28 xience stent implant stent strut was reportedly damaged during removal of both stent delivery systems at the same time inside the guiding catheter, as resistance was felt during removal of both devices. The patient was stabilized via intravenous administration of adrenaline and vigorous hydration. A 3.0x33 xience v rx was introduced and the unspecified xience stent was re-inserted; both were advanced and deployed, treating the target lesion. While a delay was reported, it was not considered clinically significant. No additional information was provided.

Event description:
It was reported that during the procedure at the bifurcation of the proximal third portion of the mildly tortuous left anterior descending artery and the diagonal branch with heavy stenosis, a 3.0x28 xience v delivery system was advanced toward a 90% stenosed, mildly calcified, concentric lesion and a distal stent strut became flared after an attempt was made to perform a kissing stent technique. During the attempt, the patient developed hypotension and bradycardia which necessitated removal of both the 3.0x28 xience rx stent and an unspecified stent implant to improve coronary blood flow. The damaged stent strut was noted after removal of the stents. A 3.0x33 xience stent was deployed successfully. There was no reported patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. As it is indicated that the device is not returning for evaluation, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and lot-related complaint history could not be conducted because the lot number as not provided. It was reported that the device was removed from the anatomy and then reinserted. It should be noted that the instructions for use states that an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency. The 3.0x28 xience is being filed under a separate MFR.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.